Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 300 to 500 and 311 mg/dl. The customer's current blood glucose was 142 mg/dl. The customer experienced symptoms such as difficulty such as headache and blurriness. The customer was treated with a syringes and a vial. Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump during the hospitalization. The customer states the drive support cap appears normal. Based on customer report customer does allege pump was under delivering the insulin pump will not be returned for analysis.